Manufacturer narrative:
(B)(4). Based on the product analysis completed on 7/10/2018, this product event now meets the criteria for MDR reporting. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)) concomitant med products due to character limitation: deltaxsft10 2mm x 6cm (dlx100206/s12463), carnelian marvel (tokai medical products) microcatheter, dcb2 detachment control box initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail, was not reported. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a right gastric artery aneurysm, the 2mm x 6cm deltaxsft10 (dlx100206/s12463) was selected for use as the first coil, but resistance was felt in the introducer when the coil was delivered and the coil would not exit the tip of the introducer. The coil was replaced with another 2mm x 6cm deltaxsft10 (dlx100206/s12463) coil, but the same issue occurred. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. Several coils were ultimately placed during the case. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The devices were prepped as per the IFU. Excessive force was not applied when handling the device. No visible product defect/damage was noted prior to the event. Of note, the issue occurred while a "reservoir was placed". A carnelian marvel, (tokai medical products) microcatheter and dcb2 detachment control box were also used for the case. No further information was provided. Two devices were returned commingled. There are two devices involved in this complaint, both with the same catalog number, lot number, and reported failure. The two devices were separated, arbitrarily assigned to the two product investigations, and evaluated. Device b: there was blood in the green introducer and the translucent introducer sheath. The proximal end of the embolic coil passed through the resheathing tool. The device was partially sheathed. There was a bend in the device positioning unit (dpu) core wire approximately 13 cm from the proximal end. Blood blocked the green introducer. The ball tip was intact. There was blood on the embolic coil. The sheathed embolic coil passed into the resheathing tool. The embolic coil passed out of the translucent introducer sheath in the resheathing tool. The exposed embolic coil was kinked. There was a small amount of plastic remodeling damage to the v-notch of the resheathing tool. The embolic coil passed out of the resheathing tool, where it was stretched. The articulating joint was intact. The resistance heating (rh) coil had not heated. Advancement could not be tested because the embolic coil passed through the resheathing tool. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded in the introducer was confirmed. The embolic coil passed through and was anchored in the skive of the translucent introducer sheath in the notch of the resheathing tool. Thus, it could not advance or retract. The embolic coil was kinked and stretched where it had passed out of the introducer (in and proximal to the resheathing tool). This damage is likely a direct result of the embolic coil passing through the resheathing tool. It is likely that the resheathing tool was advanced over the embolic coil while unsheathing the device. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil inside the microcatheter before continuing to unsheath the device. If the device is unsheathed before advancing the embolic coil into the microcatheter, there is a risk that the embolic coil will be unsheathed and pass through the resheathing tool. This can cause damage to the embolic coil. In this instance, the embolic coil was kinked where it was located in the resheathing tool and stretched where it passed out the proximal end of the resheathing tool. Stretching is generally the result of the application of excessive retraction force when the embolic coil is prevented from moving (in this case, by being anchored in the skive of the translucent introducer sheath). Once the embolic coil has protruded from the skive of the translucent introducer sheath, it cannot be resheathed and it cannot be advanced. In addition, the presence of blood in the introducer and on the embolic coil suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. While the exact root cause cannot be conclusively determined, the evidence as received highly suggests that procedural and handling factors addressed in the instructions for use related to the unsheathing/advancement process may have contributed to the event and damages noted on the returned device. The circumstances of how and when the damage occurred cannot be established as all microcoil systems are tested prior to final packaging. Furthermore, it cannot be determined to what extent (if any) that all the unreported damage found to the device may have contributed to the field complaint, as it cannot be determined when the unreported damage occurred. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00669 & 3008114965-2018-00670.

Event description:
As reported by a healthcare professional, during a coil embolization of a right gastric artery aneurysm, the 2mm x 6cm deltaxsft10 (dlx100206/s12463) was selected for use as the first coil, but resistance was felt in the introducer when the coil was delivered and the coil would not exit the tip of the introducer. The coil was replaced with another 2mm x 6cm deltaxsft10 (dlx100206/s12463) coil, but the same issue occurred. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. Several coils were ultimately placed during the case. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The devices were prepped as per the IFU. Excessive force was not applied when handling the device. No visible product defect/damage was noted prior to the event. Of note, the issue occurred while a "reservoir was placed". A carnelian marvel, (tokai medical products) microcatheter and dcb2 detachment control box were also used for the case. No further information was provided.